Event description:
Patient was revised to address osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation, once it has been completed.